Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the locator was inserted into the angio-seal device insertion sheath, it was inserted into the patient's body along the guidewire. Resistance was met, and the sheath could not be inserted into the femoral artery. When the doctor removed the angio-seal out of the body, he found the angio-seal was kinked. The physician replaced it with a new one to complete the surgery. The blood loss was less than 250cc's. The patient was reported to be in stable condition. The procedure was completed successfully. There were no other devices or equipment used with the product. Additional information was received on january 22, 2019. The procedure being performed was an electrophysiology study. An 8fr sheath was used. It was difficult to insert the sheath into the femoral artery. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation. One 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. No accessory components were returned. Visual inspection revealed some deformation, and a kink was observed on the hemostasis sheath near the blood inlet holes. The mated arteriotomy locator and hemostasis sheath assembly appeared to be in a slightly curved shape. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, it is likely that off-axis force was applied to the hemostasis sheath in situ. However, the exact cause of the reported event cannot be definitively determined based on the available information.